Event description:
A device distributor reported that the pump over infused but no patient was involved. Zyno has requested; however, the distributor has yet to provide detailed information regarding this issue.

Manufacturer narrative:
Evaluation of the returned device involved in this report by a zyno representative indicated that the pump failed a pressure test and the flow rate accuracy is outside the specified +-5% due to a mechanical component failure. The pump was overdue for periodic maintenance. The pump was repaired and tested per specification. This report is filed retrospectively as a result of an internal audit.